Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced urinary problems. It was also reported that patient underwent mesh revision/removal on (B)(6) 2006 due to chronic urinary incontinence.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh and ams mini arc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic urinary retention.